Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the remote monitor burst into flames or was caught on fire. No troubleshooting taken; the monitor was thrown in the trash when the fire department was called to home. The monitor is expected to be replaced. No patient complications have been reported as a result of this event.